Event description:
Two weeks after the surgery the pt was reoperated upon due to a lack of improvement in the pt's condition. During the reoperation the sutures from the original procedure were found to be broken.